Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The rear of the side frame is cracked and completely separated on both right & left sides.